Event description:
It was reported that the patient was hospitalized three times while wearing this unit. The first event was (B)(6) 2013. The patient was semi-conscious, and taken to the hospital by ambulance. The patient had diabetic ketoacidosis (dka), and the blood glucose was 29 mmol/l. The second event was (B)(6) 2013. Again, the patient was taken to the hospital via ambulance. The patient had dka, and was semi-conscious. The third event was (B)(6) 2013, also for dka with a blood glucose of 29 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.